Event description:
It was reported that the patient¿s lead in her low back had come out. It was close to the skin and was bulging out. The patient was not in any pain and had not had recently experienced any falls or trauma. No interventions or outcomes were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3058, serial# (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).